Event description:
Medtronic received a report that the Pipeline failed to open in the distal section and became stuck in the Phenom catheter during re sheathing. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm located on the right side of the internal carotid artery paraclinoid segment with a max diameter of 4 mm and a 3 mm neck diameter. Landing Zone: Distal: 3 mm and Proximal: 5 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The platelet reactivity unit level was around 250. The angiographic result post procedure showed flow diverting stent deployed. It was reported that the Pipeline was opened and semi-deployed around paraclinoid ICA bend. Didn¿t really open distally, before resheathing and recapture to reposition and encourage opening. Unable to be removed from microcatheter- lodged Just distal to the phenom 27 hub upon resheathing. It was reported the Pipeline was stuck (locked up) in the catheter at the hub and proximal section. The catheter was flushed continuously with heparinized saline. The Pipeline did become stuck at the hub during resheathing. The physician released the load (slack) in the system in an attempt to resolve the issue, but it did not resolve the issue. The catheter was damaged in the proximal section as the Pipeline was lodged and unable to be resheathed. The pushwire was not damaged. The Distal section of the Pipeline failed to open. The Pipeline was positioned in a middle bend. Less than 50% of the Pipeline had been deployed when it failed to open. The Pipeline had been resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the Pipeline. The Pipeline was removed from the patient by resheathing and removing with the microcatheter. The Pipeline was not used as an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Patient woke well after pipeline was replaced and deployed. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.